Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 800 mg/dl. The customer's current blood glucose is 179 mg/dl. The customer did experienced the symptoms such as headache, feeling sick, constipation, gastro paresis, tired, weak and increased thirst. The customer was treated by with insulin pump and insulin drip. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.